Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and severely calcified lesion, located in the left anterior descending artery, exhibiting 98% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent deformation occurred. The procedure was completed using a non-medtronic device. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
The device returned with the sheath and stylette attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent wraps and the stent struts. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.